Event description:
It was reported that during an initial interrogation this right ventricular (rv) lead exhibited a rise in pacing impedances over the last year. The field representative spoke with the physician, and it was decided to change the lead as the patient is dependent on therapy. Subsequently, during a routine device change out procedure the rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.